Event description:
It was reported that both t1 and t2 deploy at the same time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its t2 pre-deployment position indicating a complete deployment. No suture or ts remain on the insertion needle but were returned for evaluation. Examination of the construct shows t1 is missing. The suture is frayed at t2. T2 showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates the trigger was likely inadvertently advanced causing pre-deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.